Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a lower insulin estimate than what caller believed should be in the cartridge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed completing cartridge preparation steps, reloaded same cartridge with assistance from technical support, declined suggested test bolus, and agreed to continue monitoring and follow up if necessary, with no further information available regarding the outcome.